Manufacturer narrative:
Suspect medical device other, corrected data: the initial report inadvertently reported the software version number incorrectly.

Event description:
It was reported that the vns physician was having problems with the dell x5 handheld computer for the last six months which involved the screen freezing after the interrogation successful screen. During these events, the screen would not proceed to the next screen. The physician was performing hard resets to resolve it, but the event reportedly continued to happen. A replacement programming system was provided to the physician. However, attempts for product return for the old system have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the date the event began incorrectly.

Event description:
Product analysis for the returned handheld computer and software was completed. The alleged screen freeze complaint is a known issue while operating in the dell x5 handheld computer. No further testing is required for this particular event. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. No issues were observed with the retuned handheld. The handheld performed according to functional specifications.